Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed vertical black lines and the touchscreen became unresponsive, after which the patient immediately transitioned to backup therapy and maintained blood glucose control; a replacement device was arranged, and the original was requested for return. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included collection of event details and coordination for device return. Investigation of this device revealed a suspected display and touchscreen malfunction consistent with a screen failure affecting user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction pending evaluation of the returned unit.